Manufacturer narrative:
Reported event: an event regarding revision due to pain involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual inspection, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot.  Conclusions: an event regarding revision due to pain involving triathlon insert was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "dr. Performed right knee revision due to anterior knee pain. Components are not available per hospital policy and no more information is available per doctor".